Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1000 mcg/ml sufentanil at 874.5 mcg/day, 100 mcg/ml clonidine at 87.46 mcg/day, 5 mg/ml bupivacaine at 4.3731 mg/day, and 20 mg/ml dilaudid at 10.496 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2018. The patient had not recently had an MRI and no symptoms were reported. No further issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a healthcare professional (hcp). It was reported that the cause of the motor stall was undetermined. It was reported that the pump was interrogated in the doctor's office and they attempted to restart the pump 3 times with no success. The patient was given oral medication until a formal replacement can be scheduled. The hcp reported that the device would be returned to the manufacturer for analysis. It was reported that the motor stall had not been resolved. The patient's weight was (B)(6). No further complications were anticipated/reported.